Manufacturer narrative:
The main device. Other components include: product ID: 8703w, lot# j94150795, implanted: (B)(6) 1995, product type: catheter. Product ID: 8703, serial# (B)(4), implanted: (B)(6) 1992, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient who was receiving 10 mg/ml of bupivacaine at 2.755 mg/day and 10 mg/ml of morphine at 2.755 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2017, it was reported that the patient's catheter was kinked and there was a crystal substance on the catheter. The patient was experiencing increased pain and a dye study was performed. The dye study identified that the catheter was kinked. The patient's pump was being replaced on (B)(6) 2017 due to normal battery depletion. It was decided that the catheter would be replaced as well as there was a crystal substance on the catheter. Additional information was received on (B)(6) 2017. It was reported that the dye study was normal and the crystal substance was noted at a refill occurring at an unknown date. The catheter kink was found when the hcp opened the patient's back. The cause of the crystalline substance was unknown. The catheter was completely replaced with the pump, so the issue was considered resolved. It was confirmed that nothing would be returned to the manufacturer. Additional information was received on (B)(6) 2017. The initial reporter information was provided. Additional information was received on (B)(6) 2017. It was reported that the patient had had intermittent changes with worsening pain since (B)(6) 2017. Crystallization at the pump connector was noted on replacement. The patient's weight was also provided. No further complications were reported.